Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd extension set attached exhibited leakage at the y extension, a few incidents of this reportedly occurred.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual analysis one (1) picture was received. During evaluation the analysis conducted it could be observed a focus to the join of y-site, a drop can be observed on bottom; however, no leaks are detected fleeing from the product, thus failure mode reported cannot be confirmed. No testing could be performed because no samples were provided to perform a thorough investigation. The root cause cannot be determined since the complaint was not confirmed due to the fact the visual inspections in pictures received and there are no samples received for a thorough investigation.